Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. Reader was connected the reader to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing was an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an iphone 13, os version 17.5.1 and app version 2.11.1.8175.the customer received a signal loss and was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness, weakness, "unspecified symptoms of hypoglycemia" and was unable to self-treat. The customer received treatment of oral insulin (type/dose unspecified) provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 13 with ios operating system version 17.5.1. The customer received a signal loss and was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness, weakness, "unspecified symptoms of hypoglycemia" and was unable to self-treat. The customer received treatment of oral insulin (type/dose unspecified) provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Software investigation: the most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. The customer reported signal loss. The reported issue was investigated and attempted to be replicated using similar configurations of an iphone 14 plus (ios 17.3.1, 2.11.1.8175). The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the customer¿s reported application during replication that would have led to the reported issue. Sensor investigation: sensor 3mh012t39dm has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was found to be in sensor state 5 (indicating normal termination). Memory dump file was checked and issue was not present. No failure modes were observed on the sensor plug assembly upon visual inspection. Activated the sensor with known good reader. Observed signal and sound icons are shown as activated. Waited 6 minutes to ensure that there is no disruption in the ble connection between the devices. First 5 ble packets were received and the blc count and rssi values were present. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, the issue is not confirmed. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is based the report of "2 weeks ago" from abbott diabetes care awareness date. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a united kingdom customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. All pertinent information available to abbott diabetes care has been submitted.